Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 8 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient was switched from an epc system controller to a pocket system controller, a driveline fault alarm sounded within 10 minutes. The pocket system controller was exchanged and again, after 10 minutes, the driveline fault alarm sounded. The patient was asymptomatic. A data log file submitted to the manufacturer's technical service representative for evaluation had insufficient data captured to allow for an accurate analysis. On (B)(6) 2016 a data log file from the second system controller was submitted and review found a driveline fault alarm that appeared to be potentially related to a fatigued or broken wire. A review of submitted x-rays of the percutaneous lead (lead) revealed an area of concern approximately 6 cm from the distal end. On (B)(6) 2016 technical services performed an external lead replacement. No subsequent issues have been reported.

Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair was returned to the manufacturer for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of the returned portion of the lead. Approximately 12" of the external portion/distal end of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that the yellow wire was open circuit. Near the terminus of the distal end bend relief, the metal braided shield was so severely broken down that it was entirely absent and the wires could be visualized through the clear bionate. Visual inspection of the wires in this location found that the yellow wire was completely fractured at approximately 2" from the metal connector. The wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead in this area. The remainder of the lead appeared unremarkable. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three phase motor. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the yellow wire and the intact green wire, the fractured conductors of the yellow wire would have resulted in the reported driveline fault alarms recorded in the submitted system controller log files. No further information was provided. The manufacturer is closing the file on this event.